Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 308 mg/dl despite announcing a meal appropriately and having changed infusion supplies approximately 1.5 days prior, with the cause of the elevated glucose unclear. Symptoms included elevated blood glucose. Outcomes included user education and troubleshooting with guidance to perform a full supply change and monitor trends after one hour. Investigation included remote troubleshooting, review of use conditions, and recommendation to replace the infusion set and related supplies. Investigation of this case revealed no confirmed device alarms or confirmed infusion set issues, although a supply issue such as a leak or occlusion could not be ruled out due to the absence of confirmation. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.